Event description:
A patient fell out of a hill-rom advanta bed and the bed exit alarm did not sound. The initial inspection by the biomedical technician found the bed exit alarm was not set. The bed exit alarm and the nurse call tested fine when the bed exit mode was set correctly. The nurse stated that the bed and nurse call alarmed earlier that day. It was determined that the nurse did not reset the alarm after it had been silenced. To turn the bed exit on, the operator must simultaneously press the "lock" and the "mode" key.